Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens became stuck in the shooter. There was no patient contact. The backup lens was implanted.

Manufacturer narrative:
Results: visual inspection found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).